Manufacturer narrative:
This event was reported with no additional information as "knee revision" and the reason for the revision was not reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eleven years post ltka, patient visited the surgeon for a reason not reported.